Event description:
The customer reported that the female pt had bleeding during a liver ablation procedure on (B)(6) 2013. The surgeon said that the electrode reached the wrong position and he forgot to perform a track ablation. After that, the pt's blood pressure dropped due to blood loss. The pt expired 2 hours after the surgeon performed an embolization on (B)(6) 2013.

Manufacturer narrative:
(B)(4). The site has indicated the sample is not being returned for eval. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.